Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient described pain over battery site and was concerned of an infection. No signs of infection were present. The device was sent for aerobic, anaerobic and gram cultures. The issue was not reported to the be resolved at the time of the event. No further symptoms reported. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep indicated that the patient was still complaining of pain at the site despite all components being removed therefore issue was not resolved. All culture came back negative. The cause of the pain has not been determined. The device was sent for all cultures at the hospital and rep did not have the device. The provided information has been confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.